Event description:
The customer reported that the system intermittently displayed an error message during the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu 200 circuit board needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.